Event description:
Doctor did an upper endoscopy procedure (egd) with banding of varices. The device has 7 bands and fits on the end of the gastroscope with a sitting attached to a tension device that threads through a channel in the scope. The thread is used to fire the bands around the varices. After the last band was fired, the thread broke from the bander device on the end of the scope, device fell off the scope and remained in the pt's esophagus. Doctor used a roth net to retrieve the device, but in the process of retrieving and pulling the device from the esophagus, a small tear happened at the upper esophageal sphincter. No sutures were needed. Pt was sent home on antibiotics and a lidocaine swish and swallow.